Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73l1600563 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The 5th clip was not loaded properly after first 4 clips were fired. Therefore, a new unit was used. No clips fell in the patient, and no health injury was reported. After the procedure, the remaining clips were fired as a test but they were not loaded and fell from the applier.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab is bent and the jaws are partially closed. The returned product appears used as there is biological material present on the device. No other defects or anomalies were observed. (B)(4). Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. However, the trigger could not be completely engaged as it got jammed. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that multiple parts were damaged. The yoke was bent, the bridge was damaged at the proximal end, a feeder tab was bent, the proximal end of the feeder was severely bent, the distal end of the feeder was bent and broke off upon disassembly, a tab on the channel was bent, and the jaw opening gizmo (jog) was also damaged. The damages found to the internal components all contributed to the trigger getting jammed and the clips not being able to be fed into the jaws as a result. The sample was returned with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips misfired" was confirmed based upon the sample received. One device was returned. The device was found to have damages to many of the internal components which caused the trigger to become jammed and unable to be completely engaged. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. Based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The 5th clip was not loaded properly after first 4 clips were fired. Therefore, a new unit was used. No clips fell in the patient, and no health injury was reported. After the procedure, the remaining clips were fired as a test but they were not loaded and fell from the applier.